Manufacturer narrative:
H4: the lot was manufactured from april 22, 2022 to april 25,2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused medication to the patient. The expected therapy time was 44 hours; however, the medication delivery took longer than expected to complete. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.